Manufacturer narrative:
Date sent to FDA: 11/15/96. F10- corrected info: pt code# 2036- included on label.

Event description:
Four inches of the device was placed using a flush of normal saline intermittently. It was inserted slowly and without difficulty when the pt complained, "I can't breathe good and I don't feel well". Inserter attempted to reposition pt with pillow but the breathing difficulty continued, "the pt appeared to be in a lot of distress". The pt then complained of a "hot prickly sensation on her back". The catheter was removed and the symptoms subsided without further intervention.